Manufacturer narrative:
H6 - health effect clinical code: 4581 - patient dissatisfied. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of a -13.0/3.5/110 (sphere/cylinder/axis) was implanted into the patient's right eye (od). The patient was dissatisfied with the results.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).